Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. "["[Service Type]"]";"[When turned on, the screen will dim, an alarm will start, and the screen says that the battery is defective.It passed electrical testing (b)(6)2026, and we noticed it not working early this week.]". There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.